Event description:
Size 0 suture used x3. Needle broke off x3. Not found in pt. X2 irrigated with saline. All needles and broken parts were found and accounted for. Called co and reported lot number; salesman knows; rest of sutures given to him by rptr.